Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the third firing of sleeve line, the staple misfired at the distal end around 3/4 of the stapler and there was a poor staple formation. It is also noted that a new reload was used but the same issue persist. The surgeon had to oversew the anastomosis using a suture.